Manufacturer narrative:
H6: investigation summary: no samples or photos were returned by the customer in support of this complaint. Catalog and lot numbers are unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and catalog and lot numbers are unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the unspecified bd pst lithium heparin tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that several pst gel and lithium heparin blood collection tubes did not have any vacuum. Several pst gel and lithium heparin blood collection tubes did not have any vacuum. We used 8 tubes to draw 2 samples. Lab sent over a new batch with a different lot number and we pulled all the ones in our cart.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd pst lithium heparin tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that several pst gel and lithium heparin blood collection tubes did not have any vacuum. Several pst gel and lithium heparin blood collection tubes did not have any vacuum. We used 8 tubes to draw 2 samples. Lab sent over a new batch with a different lot number and we pulled all the ones in our cart.